Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad which had mild tortuosity, mild calcification, and 90% stenosis. After pre-dilation, the vision stent delivery system (sds) was delivered toward the lesion. However, the sds balloon ruptured at the first inflation at 12 atm. The stent implant was deployed at the lesion, but as it was insufficiently expanded. Another company's balloon catheter was used to post-dilate the not fully expanded vision stent and the procedure was completed. Reportedly, there was no patient effect. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - potential causes of balloon rupture below the rbp include, but are not limited to, flaws (thin wall) in balloon material, mechanical damage from markers or damaged stent, mechanical damage from interaction with another device or anatomy. It appears that the device was prepared successfully for use, and was initially inflated up to 12 atm, which suggests that there was no pre-existing issue with the balloon prior to use. The case information indicated that the lesion was mildly calcified which may have caused or contributed to the reported balloon rupture during interaction of the sds. A conclusive root cause cannot be determined. There is no indication of a quality issue.